Manufacturer narrative:
One used device returned for evaluation. Visual inspection of the used burr confirmed that the adapter body on the outer sheath is cracked (see attached photo). There is evidence of major material debridement on the inner blade. The likely cause of this damage appears to be due to excessive lateral load applied during use. No further investigation is warranted at this time. The root cause has not been determined. The device history records were reviewed and no discrepancies were found. The company will continue to analyze additional complaints as they are reported (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that during the sub acromial decompression the surgeon attempted to apply the shaver to burr the head of the acromion. But during the procedure metal flaking began to occur. In which the metal seemed to chip off while he was doing the procedure and the tiny metal particles of the metal arthroscopically were visible. The surgeon used a backup device to complete the procedure and he suctioned all of the remaining fragments with the backup device. There was a time delay of five minutes.